Manufacturer narrative:
D10: 320-20-00 - eq rev torque defining screw kit: (B)(6) 320-01-38 - eq reverse 38mm glenosphere: (B)(6) 320-20-00 - eq rev torque defining screw kit: (B)(6) 320-38-00 - eq reverse 38mm humeral liner +0: (B)(6) should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, who had undergone a conversion from an anatomic to a reverse shoulder on the left side 4 weeks prior, had a dislodged prosthesis. During the prior conversion, it was noted that there was a substantial defect in the glenoid that was addressed with allograft packing. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return. They were sent to the hospital¿s bio engineering department for analysis and reporting. Device images were provided. No further information. This is 1 of 2 events for this patient.